Manufacturer narrative:
Device returned for evaluation on 13 june 2018. Device evaluation: the device was returned to the manufacturer on 13 june 2018 and evaluated on 21 june 2018. Initial inspection reports a large amount of biologic debris on the tip. The jacket has wrinkles consistent with excessive pushing on the catheter against a hard surface. Microscopic inspection of the jacket found there was no breach in the jacket. The outer jacket exhibits a scuff mark consistent with coming into contact with a stent or a hard piece of lesion. The damage observed is consistent with heavy use and pushing; for this reason the probable cause is use related failure.

Manufacturer narrative:
The MDR for this event, originally submitted on 13 june 2018, contained information that the manufacturer had received, which concluded that the patient may have been exposed to manufactured materials and/or a potential accidental radiation occurrence may have occurred. This initial MDR was submitted without the accompanying device evaluation to comply with the 30 day requirement for timely reporting to the FDA. The device evaluation then occurred on (B)(6) 2018. It was determined at the time of the evaluation that there was no breach to the device jacket; therefore, the patient was not exposed to manufactured materials and no accidental radiation occurrence occurred. A follow up MDR was submitted on 02 july 2018 reporting the results of the device evaluation. In that follow up report, it was communicated in that the device jacket was not breached. However, upon further review of the content of the original MDR and the first follow up MDR report submitted for this event, this second follow up report is being submitted at this time to clarify the device evaluation findings: because there was no breach to the device jacket, this event was no longer reportable at the time of the device evaluation.